Manufacturer narrative:
Visual inspection confirms the event. The distal end of hte hexalobe tip has sheared off of the driver. The root cause is likely excessive/eccentric loading on the tip of the driver, likely seen from inserting or removing a screw and/or failure to fully seat the driver into the female hex prior to driving. Review of device history records showed no manufacturing or processing related irregularities that would cause or contribute to this failure mode. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
It was reported that the tip of the driver broke off during a case. The tip was retrieved.